Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin pump error alarms noted during testing. Moisture damage was found on the electronic assembly during visual inspection. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.